Event description:
It was reported that during an unk procedure, the original cartridge did not stay in the jaws when fired. The procedure was completed with a like device. There was no patient consequence.